Event description:
The event involved a plum 360¿ infuser that failed the volume accuracy delivery test during preventative maintenance (pm) at the customer facility's biomed shop. It was reported that the volume was too high (22 ml, 22 ml and 24 ml). There was no patient involvement and no adverse event/medical intervention/human harm as a result of this reported issue.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
Additional information was received form the customer on 14 aug 2023 stating that there was no other work performed on the pump and that it was not even a year since they had the pump.

Manufacturer narrative:
The device event log/alarm history reviewed was reviewed and no error code was identified. The pump passed visual inspection and all investigational testing (including the device accuracy test). The device delivered 20.6 ml (acceptance criteria 19 - 21) on the performance verification testing (pvt). The customer compliant was not confirmed. The probable cause for the customer's complaint was not found, and no issues were identified.